Event description:
It was reported that the patient was experiencing fatigue with shortness of breath. Abnormal function of the right ventricular (rv) lead was also reported. Follow-up did not yield any additional information on the lead function. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c154dwk implantable pacemaker cardio/defib (B)(6) 2007; 4194 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.